Event description:
The facility reported an infusion pump with a failure code 812:02 on channel a during bio-med testing. According to the hospital representatives there was no patient injury or medical intervention reported. No additional information or contact was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 29, 2007. Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed corrosion on pump head module caused the failure code 812:02. The pump head module was replaced. The pump was tested for proper operation and pump found to function properly.